Event description:
Follow-up with the reporter revealed the sepsis/pneumonia event that required hospitalization was unrelated to the vns device.

Event description:
Reporter indicated a vns patient was hospitalized due to sepsis/pneumonia in (B)(6) 2012. The patient has a chronic lesion on her back that keeps getting re-infected, but it is not known if this was the cause of the sepsis/pneumonia event.attempts for additional information are in progress.